Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identify, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation for the explanted devices revealed no deviation from process of non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent hip revision surgery on (B)(6) 2014. The original surgery was on (B)(6) 2014. The revision surgery was a result of the patient slipping shortly after the original surgery and fracturing her femur. Proper height of the femoral head needed to be restored as well as the original arc neck and femoral head removed and replaced.